Event description:
It was reported "plunger sensor error". Patient involvement is unknown.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date device evaluation: one device was returned for investigation. Tamper seals were broken or removed. Visual inspection noted a crack on the bottom case. Review of the error history log found "check syringe plunger sensor" error was found at power up. Functional testing found "check syringe plunger sensor" was found at power. Complaint was confirmed. Root cause was attributed to incorrect assembly on the timing plate by the customer. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Reassembled the timing plate. Replaced thrust bearing for physical damage and bottom case. Performed preventative maintenance and all the functional testing; which passed.